Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional right catalog # 42527000505 lot # 63615094. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04513. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cr articular surface provisional broke in half upon insertion; another product was used to trial the knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found signs of repeated use (nicked or gouged). The dovetail feature is flared & compressed. Device history record was reviewed and no discrepancies were found. No medical records received. The damage noted on the returned device appears to be consistent with contact to a saw or other surgical instruments during use; however, the conditions of use are not confirmed. Based on the state of device and the age of the device when returned it is considered that the wear is a result of the operational context. The root cause can be attributed to wear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.